Event description:
Found during routine daily testing. Customer called to report device fails user test and the service indicator is illuminated. Fault code logged into device memory is related to a malfunction of the biphasic defibrillator energy delivery. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.